Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade: iii.

Event description:
Patient reported left side "deflation/burst/scrunched implant." Healthcare provider reported capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported left side "deflation/burst/scrunched implant." Healthcare provider reported capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported left side "deflation/burst/scrunched implant." Healthcare provider reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.